Event description:
During ra lead extraction, the rv lead was noted to have "definite impending fracture" physician extracted the rv lead as well as the ra lead. Manufacturer response for bsc rv pacemaker lead, boston scientific 4471 fineline ii sterox ez (per site reporter): have not heard back from bsc yet.